Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a display bleed and rear housing battery contact contaminated by fluid ingression. There was evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found the downstream sensor defective, which had caused the reported issue. For corrective action, the downstream sensor was replaced as preventative measure. The root cause was unknown. The product is 12 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump had low pressure during testing. There was no patient injury.